Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that during surgery in 2007, the device was used during surgery. While the device was being reviewed a week later, it was noticed that the driver had a broken tip. A post-op x-ray of the pt revealed that a piece of metal was in the pt. The surgeon suspects that the piece was from the articulating surface inserter.